Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "big pain and significant deformity with large swelling" and "there was only silicone gel without any shell or capsule of the implant". This record is for the right side. The device was explanted and replaced with non-abbvie device. The device was discarded.

Manufacturer narrative:
The event of "capsular contracture " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later healthcare professional reported "capsular contracture baker grade iii-IV".

Event description:
Healthcare professional reported "big pain and significant deformity with large swelling" and "there was only silicone gel without any shell or capsule of the implant". Later healthcare professional reported "capsular contracture baker grade iii-IV". This record is for the left side. This record is for the right side. The device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture and rupture was received on january 26, 2026 with lot number 1836428. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. Rupture: observed broken device through microscopic inspection assessed as surgical damage and unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.